Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been in the hospital for a non-diabetes related knee-surgery; she did not have her insulin pump on at the time of hospitalization, and when she returned to insulin pump therapy her device display would not activate. The customer had not yet tried a new battery, but she had to get someone to bring one to her. The customer was advised to call back if she continued to have issues after changing the battery. No products were returned or replaced.